Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to an issue with the pump. The ipp is currently implanted and a revision in scheduled. There were no patient complications reported.